Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
On december 03, 2024, palette life sciences received a notification from a [physician] in the united states. It was reported that "the [physician] performed a barrigel procedure approximately two weeks ago, with no complications during the procedure. The patient was awake, tolerated the procedure well, and was discharged without experiencing pain, fevers, or changes in bowel habits. The patient reported feeling something when sitting on a hard chair, though it was not bothersome. A magnetic resonance imaging (MRI) performed on (B)(6) 2024, showed as per radiologist notes "postcontrast imaging shows some mild increased enhancement about the rectal gel within the rectal wall. Correlate with any symptoms." The [physician] confirmed with the patient that he remained asymptomatic as of the report date. A hyaluronidase reversal procedure was scheduled for (B)(6) 2024." Additional information received on december 10, 2024, from the physician indicated that there was no delay in the patient's radiation treatment. The hyaluronidase reversal procedure was successfully performed on (B)(6) 2024, without any complications. The rectal wall infiltration (rwi) was minimal based on ultrasound findings, but the patient requested its removal.